Event description:
It was reported the subject device had error b30 (scope communication error). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image reports error e315 (incompatible scope). Based on the results of the investigation, the most probable cause for the image reports error e315 (incompatible scope) this event caused due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.